Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 it was reported that the patient had an issue with withdrawing with her first pump. Per the patient, it was in for a year and half when the issue started (she thought it was the fall or summer), and nobody could do anything. She ¿sat there and went through it for 3 months¿ and then found a physician to take it out. The pump was broken. Per the patient, ¿it was calibrating correctly on one end, it was giving you a big dose, and then it was giving you nothing, and that's why the medicine was coming out correctly¿. No further complications were reported/anticipated.